Event description:
Catheter was not functioning properly. The image displayed showed a mirrored ultrasound image with a line down the middle of monitor screen. All connections were checked and found to be working appropriately. Catheter was replaced and the new catheter was functional.